Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a ruptured ectopic procedure, a sizzling sound was heard and pieces of the device detached. All fragments were retrieved, and patient bleeding of less than 250cc occurred. No patient injury resulted, and another ligasure device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 11/04/2016. One used lf5544 ligasure device was received. Visual inspection confirmed the blue jaw insulation was slightly melted and blue fragments were returned with the device. The investigation identified the cause of this issue to be user error. This damage can occur from activating the monopolar function of the device for an extended period of time when tissue is within or contacting the side of the jaws. This allows energy to flow through an alternate path other than the monopolar tip, melting the insulation. The IFU included with this product states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. A review of the device history records for this lot found no potentially contributing factors to the reported issue.